Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during an unknown procedure performed on (B)(6), 2009. According to the complainant, on (B)(6), 2010, the patient experienced incontinence and urgency along with several bladder infections. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.